Event description:
In 2008, during an egd procedure, a physician attempted to use a roth net retrieval net to endoscopically remove an unk object (food, a tumor, or possibly a stone -- the nurse did not know which it was) that was located in the duodenum. The device became caught when the physician attempted to remove the object. After several attempts to release the net, the physician cut the sheath and drive wire cable at the handle of the device (outside of the pt) and then removed the device along with the endoscope from the pt. No part of the device remained inside of the pt. The pt was taken to surgery to retrieve the object and to repair a perforation that had occurred. The nurse stated that the device did not cause the perforation and that the pt would have been taken to surgery either way. The nurse also stated that it was not a failure of the device. The device was discarded by the user and, therefore, us endoscopy was unable to inspect it. It is not conclusive that the roth net device was being used when the injury occurred or that the device caused the described injury. The physician has discretion to determine whether the endoscopic use of the device can be safely achieved in light of the pt's anatomy and condition. The company lacks info to determine whether the pt's condition played a role in the injury.